Event description:
On 12/12/91 during the transection of the left uterosacral ligament, using a co2 laser, the left uterosacral artery was injured. An open laparotomy was done to control the bleeding. Estimated blood loss was 500cc. The remainder of the hospital stay was uneventful and the patient was discharged on 12/15/91. This incident was not reported to the qa dept. Until 1/13/92. Operating room personnel were informed that all incidents must be reported within 24 hoursdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-91. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: no. Corrective actions: none or unknown. The device was not destroyed/disposed of.